Event description:
It was reported that the torque mechanism broke during the procedure. Further information provided only mentioned that the catheter was stuck in a deflected position. There was no patient injury reported. No other information was available.

Manufacturer narrative:
.